Event description:
It was reported that the programming head was "bad". The programming head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the rf (radio frequency) head was returned and analysis found that the rf head cable was damaged (twisted).